Event description:
The customer reported that during a patient event, their device locked up and could not be used. The customer indicated that while performing a nibp (non invasive blood pressure) on the patient, the device screen went blank and the user was unable to power off the device. The device in this state was considered locked up and could not be used. The device user then removed the batteries from the device and after reinstalling them, the device was powered on and used for the remainder of the event. The customer indicated that the delay in care was approximately 20 seconds. The customer indicated that the patient was suffering at the time of the event of hypoglycemia and was still conscious. The patient did not need any defibrillation therapy during the reported event. The patient did not suffer any adverse effects during the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.